Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia. The customer¿s blood glucose level at time of incident was 377 mg/dl and the current blood glucose level was 186 mg/dl. The customer was treated with intravenous drip. Troubleshooting was not performed. The device will not be returned for analysis.